Event description:
A complaint was received indicating the error message "the error message, "scanning of glucose not available, try again in 10 minutes" for 2 hours or more" while wearing the adc device. As a result, on (B)(6) 2022, the customer "almost" had a loss of consciousness, and was provided glucose by a non-hcp for treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.